Manufacturer narrative:
Follow-up information received on 19-apr-2016: ptc result. Ptc global number (B)(4). Quality-safety evaluation: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record we are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had significant health problems after essure (fallopian tube occlusion insert) insertion, which required her to undergo invasive surgery. This event is listed according to essure's reference safety information. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, minimal information was provided and consumer's health problems were not specified. Nevertheless; considering a surgical intervention was required and as consumer related this procedure to essure; causality with the suspect insert cannot be excluded. Therefore; this case was considered an incident. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect.

Event description:
This is a spontaneous case report received from a consumer in united states on (B)(6)-2016 which refers to herself. She is female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted. The consumer reported significant health problems which she believed were related to essure. Her symptoms ultimately required her to undergo invasive surgery. Follow up information received on 28-mar-2016: the company tried contact with the consumer however she stated that they would be hearing from her attorney. This case is considered potential legal for now on. Company causality comment: problems after essure (fallopian tube occlusion insert) insertion, which required her to undergo invasive surgery. This event is listed according to essure's reference safety information. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, minimal information was provided and consumer's health problems were not specified. Nevertheless; considering a surgical intervention was required and as consumer related this procedure to essure; causality with the suspect insert cannot be excluded. Therefore; this case was considered an incident. A product technical analysis is being sought.

Manufacturer narrative:
On 10-jan-2017: new reporters and product indication added. The previous reported event significant health problems inquiring her to undergo invasive surgery was amended to physical pain. Company causality comment: this spontaneous case report refers to a female plaintiff who essure (fallopian tube occlusion insert) inserted and experienced physical pain (previously reported as significant health problems inquiring her to undergo invasive surgery). Plaintiff was treated with unspecified invasive surgery. This event is anticipated in the reference safety information for essure. Pain is a common occurrence within consumer under essure use. Although minimal information was provided, based on a positive temporal relationship, lack of alternative explanations and considering that a surgical intervention was required, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain / pain/ severe and persistent pain"), pregnancy with contraceptive device ("unintended pregnancy"), genital haemorrhage ("abnormal bleeding") and abortion spontaneous ("miscarriage") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 2 (B)(6) 2008 (B)(6) 2012) and knee operation in 2003. No problem urinating or defecating. No alcohol. Previously administered products included for an unreported indication: flexeril and tramadol. Past adverse reactions to the above products included dizziness with flexeril; and nausea with tramadol. Concurrent conditions included body mass index normal, memory loss, scoliosis, vertebral osteophyte, smoker, arthritis, pain neck, hypoaesthesia, paraesthesia upper limb, allergic reaction to analgesics, skin cyst, carpal tunnel syndrome and swelling of legs. Concomitant products included augmentin until 31-jan-2015, meloxicam (mobic) until (B)(6) 2015, naproxen from 2013 to 2015 and vicodin from 2013 to 2015. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 5 days after insertion of essure, the patient experienced headache ("headaches"). In may 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), irritable bowel syndrome ("gastrointestinal or digestive system condition (ibs)"), nausea ("nausea") and weight increased ("weight gain"). On (B)(6) 2012, the patient experienced migraine ("migraines"). On (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced abdominal pain lower ("cramping"). In august 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), allergy to metals ("nickel allergy") with abdominal distension and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), fatigue ("fatigue") and depression ("depression"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("vaginitis") with vaginal discharge, mood swings ("severe mood swings") and back pain ("lower back pain"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (underwent total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pregnancy with contraceptive device, genital haemorrhage, abortion spontaneous, vaginal haemorrhage, menorrhagia, female sexual dysfunction, allergy to metals, tooth disorder, dysmenorrhoea, irritable bowel syndrome, vaginal infection, headache, nausea, depression, mood swings, weight increased and abdominal pain lower outcome was unknown, the dyspareunia, fatigue and migraine had resolved and the back pain was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, allergy to metals, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, tooth disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight: 130 mr- left - three gold rings seen outside the ostia, right - five coils of the gold were seen at the outside of the ostia . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Aug2012 and 22jul2015 : hysterosalpingogram : 2012, test confirmed 100% blockage and 2015 test confirmed devices were in expected position, and obstructed fallopian tubes 26-apr-2013 : bilateral breast ultrasound : findings: there were no abnormal solid or cystic right or left breast masses or collections. There was no right or left breast skin thickening. Minimally ectatic ducts just deep to the right nipple areolar complex were of doubtful clinical relevance. Attention to the right axilla demonstrated an 8 mm hypoechoic, smoothly marginated, palpable abnormality in the superficial subcutaneous tissues which corresponded in size and in location to findings on physical examination. Detailed history was pertinent for two paternal second-degree relatives with breast cancer at a young age. Targeted physical examination completed at the time of this ultrasound study confirmed the presence of a small, readily palpable abnormality about the right axilla. (B)(6) 2012: abdomen-pelvis CT : the lung bases are clear. The heart is normal in size without pericardial effusion. No hepatosplenomegaly. There are two hyper vascular hepatic lesion, image 15, 1 . 4 x 1 . 1 x 1 . 2 cm and image 18, 1 . 6 x 1.3 x 1 . 6-cm . Both lesions are located in the left hepatic lobe. On image 29, there is possibly a third lesion. By statistics, they are probably hemangiomas. Other hyper vascular lesions such as adenomas may present with similar appearance if this patient is on birth control pills. Hyper vascular metastases is highly unlikely in light of young age and lack of relevant history. The spleen, pancreas, gallbladder, both kidneys and the right adrenal gland appear unremarkable. The left adrenal gland appears mildly hyperplastic. No upper abdominal or retroperitoneal adenopathy. The bladder and uterus appear unremarkable. The patient is status post placement of bilateral essure devices. There is no significant change in position compared to the prior hysterosalpingogram. Both adnexa appear normal in size with cystic changes. No fluid is seen in the cul-de-sac. No pelvic or inguinal adenopathy by size criteria. The stomach is contracted. No small bowel dilatation. The patulous cecal tip is located in the right mid abdomen. Both terminal ileum and an elongated appendix appear unremarkable. The right descending and transverse colon appear unremarkable. The left descending and sigmoid rectal is collapsed. No bowel obstruction. There is vacuum phenomenon involving both sacroiliac joints. The visualized osseous structures appear intact quality-safety evaluation of ptc: quality-safety evaluation: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record we are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Most recent follow-up information incorporated above includes: on 26-oct-2018: pfs received. Following event: abnormal bleeding were added. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain / pain/ severe and persistent pain"), pregnancy with contraceptive device ("unintended pregnancy") and abortion spontaneous ("miscarriage") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 2 ((B)(6) 2008, (B)(6) 2012) and knee operation in 2003. No problem urinating or defecating. No alcohol. Previously administered products included for an unreported indication: flexeril and tramadol. Past adverse reactions to the above products included dizziness with flexeril; and nausea with tramadol. Concurrent conditions included body mass index normal, memory loss, scoliosis, vertebral osteophyte, smoker, arthritis, pain neck, hypoaesthesia, paraesthesia upper limb, allergic reaction to analgesics, skin cyst, carpal tunnel syndrome and swelling of legs. Concomitant products included augmentin until (B)(6) 2015, meloxicam (mobic) until (B)(6) 2015, naproxen from 2013 to 2015 and vicodin from 2013 to 2015. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 5 days after insertion of essure, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), irritable bowel syndrome ("gastrointestinal or digestive system condition (ibs)"), nausea ("nausea") and weight increased ("weight gain"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), allergy to metals ("nickel allergy") with abdominal distension, dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("cramping"). In 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), fatigue ("fatigue") and depression ("depression"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("vaginitis") with vaginal discharge, mood swings ("severe mood swings") and back pain ("lower back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (underwent total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, menorrhagia, female sexual dysfunction, allergy to metals, tooth disorder, dysmenorrhoea, irritable bowel syndrome, vaginal infection, headache, nausea, depression, mood swings, weight increased and abdominal pain lower outcome was unknown, the dyspareunia, fatigue and migraine had resolved and the back pain was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, allergy to metals, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, irritable bowel syndrome, menorrhagia, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, tooth disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight: (B)(6) mr- left - three gold rings seen outside the ostia, right - five coils of the gold were seen at the outside of the ostia diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. (B)(6) 2012 and (B)(6) 2015 : hysterosalpingogram : 2012, test confirmed 100% blockage and 2015 test confirmed devices were in expected position, and obstructed fallopian tubes (B)(6) 2013 : bilateral breast ultrasound : findings: there were no abnormal solid or cystic right or left breast masses or collections. There was no right or left breast skin thickening. Minimally ectatic ducts just deep to the right nipple areolar complex were of doubtful clinical relevance. Attention to the right axilla demonstrated an 8 mm hypoechoic, smoothly marginated, palpable abnormality in the superficial subcutaneous tissues which corresponded in size and in location to findings on physical examination. Detailed history was pertinent for two paternal second-degree relatives with breast cancer at a young age. Targeted physical examination completed at the time of this ultrasound study confirmed the presence of a small, readily palpable abnormality about the right axilla. (B)(6) 2012 : abdomen-pelvis CT : the lung bases are clear. The heart is normal in size without pericardial effusion. No hepatosplenomegaly. There are two hyper vascular hepatic lesion, image 15, 1 . 4 x 1 . 1 x 1 . 2 cm and image 18, 1 . 6 x 1.3 x 1 . 6-cm . Both lesions are located in the left hepatic lobe. On image 29, there is possibly a third lesion. By statistics, they are probably hemangiomas. Other hyper vascular lesions such as adenomas may present with similar appearance if this patient is on birth control pills. Hyper vascular metastases is highly unlikely in light of young age and lack of relevant history. The spleen, pancreas, gallbladder, both kidneys and the right adrenal gland appear unremarkable. The left adrenal gland appears mildly hyperplastic. No upper abdominal or retroperitoneal adenopathy. The bladder and uterus appear unremarkable. The patient is status post placement of bilateral essure devices. There is no significant change in position compared to the prior hysterosalpingogram. Both adnexa appear normal in size with cystic changes. No fluid is seen in the cul-de-sac. No pelvic or inguinal adenopathy by size criteria. The stomach is contracted. No small bowel dilatation. The patulous cecal tip is located in the right mid abdomen. Both terminal ileum and an elongated appendix appear unremarkable. The right descending and transverse colon appear unremarkable. The left descending and sigmoid rectal is collapsed. No bowel obstruction. There is vacuum phenomenon involving both sacroiliac joints. The visualized osseous structures appear intact quality-safety evaluation of ptc: quality-safety evaluation: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record we are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Most recent follow-up information incorporated above includes: on 1-feb-2018:follow up from pfs & mr events:vaginal bleeding, menorrhagia, apareunia (inability to have sexual intercourse), nickel allergy, dental problems. Dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, gastrointestinal or digestive system condition (ibs), vaginitis, headaches, nausea, device ineffective, pregnancy, miscarriage, depression, severe mood swings, weight gain, cramping, bloating, lower back pain", reporter, historical condition added from pfs. Concomittant condition and drug, historical drug, lab data added from medical record.essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs